Event description:
Bad reaction to the freestyle libre sensor. Dr said it's the adhesive and that I will likely see the reaction escalate if I continue to use it. The rash lasts for several weeks after removal and is not improved with hydrocortisone cream. The photo attached is what the rash looks like after 2 weeks following removal of the sensor. FDA safety report ID# (B)(4).